Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation, the device was able to power on using both battery and ac power. The unit was unable to detect any cables or sensors when connected. Internal inspection showed a damaged flex connector. The lcd flex connector was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported inconsistent readings and no light is illuminating on a known good sensor and patient cable. No patient impact or consequences were reported.